Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Investigators reported that the foreign material (small piece of plastic) was removed from the scope channel and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had foreign material (small piece of plastic) clogged inside the scope biopsy channel. The event occurred during a gastroscope diagnostic procedure. It was reported that the procedure was completed using the same device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the biopsy channel and the material was a piece of plastic. The cause of the material remaining in the channel could not be specified. There was no damage to the area where the material was detected and no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual provides the detection method in "chapter 3 preparation and inspection". Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual provides the preventive measures in ¿3.5 manual cleaning¿. Olympus will continue to monitor field performance for this device.